Event description:
It was reported that during pre-implant testing, there was difficulty to interrogate this device prior to the procedure. As a result, the device was exchanged for a new one and the procedure was completed successfully without any patient complications. This device is expected for return.